Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in the superficial femoral artery, the fox plus balloon ruptured at 7 atmospheres during the first predilatation. A second fox plus catheter was successfully used. There was no reported adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.